Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient experienced urinary retention. The patient presented to the emergency room (ER) on (B)(6) 2015 with not urinating since hospital discharge the day prior (implant surgery). The patient received a catheter to assist with urination. The clinical diagnosis was intrathecal medication side effects. The event resolved without sequela as of (B)(6) 2015. The pump was used to deliver dilaudid and bupivacaine.